Event description:
It was reported by an attorney that the patient sustained injuries as a result of the "defective" device and lead. The device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.